Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the broken probe adhesive and forceps cover glue peeling likely occurred due to an external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, probe unit peeling, leaking, forceps cover glue peeling and bending section cover crack were noted. In addition, bx channel tear mark was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope elevator is not working and the suction is very poor. The event occurred during maintenance. During a standard service inspection of the customer returned device, broken probe adhesive and peeling were noted. This report is to capture the reportable malfunction found at estimation. There was no patient involvement, no harm or user injury reported due to the event.